Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and initially displayed an accurate fill estimate of over 180 units of insulin in the cartridge. During a follow-up call, the customer reported that the fill estimate updated to 220 units; however, the customer did not provide the amount of insulin that had been delivered during this time. The customer's blood glucose level was 150 mg/dl.